Event description:
This is an amendment to a previously filed MDR. The device completed decontamination and was received by impulse dynamics USA on june 4, 2024. The product evaluation was completed on june 30, 2024. The device was interrogated without issue and the device logs indicated no recent failure(s) had occurred. The device passed all final electronic controls testing without any failures or errors. Visual inspection of the septum seals did not reveal damage that would be expected to result in the device failing to be properly insulated. Therefore, the removal of the device is attributable to the patient's condition at the time of the event. This device will be scrapped.

Event description:
On april 11, 2024, an impulse dynamics field representative received a report of a patient experiencing shooting chest pains and what was described as a "pocket stun" during treadmill exercise as part of cardiac rehabilitation. The electrophysiologist that was present during this rehab placed a magnet over the patient's optimizer smart mini (osm) implantable pulse generator (ipg) to temporarily shut down the device. Once done, the patient's reported sensations resolved. \/\/hen the device was later turned back on, the patient reported that the chest sensations had returned. The implanting physician saw the patient the next day and opted to revise the pocket and replace the device. The revision surgery occurred on (B)(6) 2024 and the device was replaced without complication. The device was turned on once implanted and the patient has not experienced any other chest pain or sensation as was experienced with the previous device. The explanted device was sent back to impulse dynamics USA in marlton, new jersey for further evaluation. Upon receipt at ID USA on (B)(6) 2024, the ipg was x-rayed within the sealed bag, and no abnormalities or signs of damage were observed. The device was then sent to an approved decontamination facility that same day. The ipg has not yet been received back from decontamination, but once it has, it will be inspected more closely and run through electronic controls testing to confirm functional status at the time of explant.